Event description:
It was reported that, during tka surgery, when using legion revision cones, the surgeon stated that the tibia fractured when using the broaches. It is unknown how the procedure was finished and if there was a surgical delay.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that during a tka, the tibia fractured while using the broaches. To date, the requested surgical records have not been provided to fully evaluate the root cause of the fracture. It is unknown how the fracture was treated. Therefore, patient impact cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation or information become available, the clinical/medical task may be re-evaluated. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.